Manufacturer narrative:
Correction: h6: codes should reflect product not returned. Correction: h10: field should include the following statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-50865. It was reported that a patient presented in-clinic. Upon examination, the patient's system was found to be infected. The patient was noted to be on antibiotic therapy. The patient's device and lead were explanted and replaced on (B)(6) 2022. The patient was stable throughout.